Event description:
The procedure was an open reduction and internal fixation of fractured mandible/fx left angle. Patient's #17 wisdom tooth was impacted horizontally with evidence of infection. Surgical debridement, placement of hardware and surgical removal of tooth #17 was done on patient. While using a screwdriver from the synthes facial fx set, the teeth of the screwdriver broke off. Pieces were extracted and case was finished.